Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed evidence of a bladder ruptured in a footing position. The bladder ruptured in a footing position indicates the rupture may have occurred towards the end of infusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor had ruptured and about 29 ml of medicine leaked. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.